Event description:
Pt enrolled into the trial. Pt experienced signs of symptoms consistent with stroke. Suspected mechanisms was air embolism not related to device. During procedure, pt suddenly stopped following commands, became nonverbal, and exhibited r arm paralysis. Air embolism suspected. L carotid stented. Rapidly improving r side weakness. Impression is l mca stroke secondary to air embolism. Pt continues to gain strength, vs stable, labs ok. Plan to continue asa, plavix, statin and lovenox for dvt prophylaxis pt transferred to rehab.

Manufacturer narrative:
Reference MDR 2183870-2008-00116 for other device used in this procedure.